Event description:
It was reported that the customer was hospitalized due to hyperglycemia, metabolic acidosis, hypertension, glucose cytosis and hyponatremia. Blood glucose value at the time of the incident was over 1000 mg/dl. It was stated that the drive support cap is flush. No air bubbles found in the tubing. Nurse set up time and date. Customer is unsure if the basal and bolus dose are set up correctly. The cannula is bent at the tip but not sure if it was bent at removal. High pressure test not performed as the customer did not have a tubing clamp. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.